Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a high reading issue with the freestyle libre sensor. The customer was experiencing symptoms of headache and vomiting, and the caregiver noted high scan values as compared to unspecified blood glucose meter. The customer was brought to a hospital where a laboratory blood glucose result of 66 mg/dl was obtained as compared to sensor reading of 'hi' (> 500 mg/dl). The sensor was removed and the customer was treated with "oral hydration", saline via IV, "feeding", and additionally unspecified medication for headache and vomiting and tapazole (anti-thyroid agent). The customer was hospitalized for one day. A laboratory ketone result of 0.1 mmol/l was also reported. The results of scan readings against laboratory result, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.